Event description:
It was reported, that the patient presented for a follow up. Checking the sensing vectors showed identical signals in the primary and secondary sensing vectors, with no sensing in the alternate sensing vector. An x-ray showed, that the electrode had dislodged from its original position. The device was thus switched off and an electrode repositioning was planned. The patient had discharged themselves against medical advise. And to date, the physician will be making arrangements to have the patient come back to the hospital for an electrode repositioning. No adverse patient effects were reported.

Event description:
It was reported that the patient presented for a follow up. Checking the sensing vectors showed identical signals in the primary and secondary sensing vectors with no sensing in the alternate sensing vector. An x-ray showed that the electrode had dislodged from its original position. The device was thus switched off and an electrode repositioning was planned. The patient had discharged themselves against medical advise, and to date the physician will be making arrangements to have the patient come back to the hospital for an electrode repositioning. No adverse patient effects were reported.

Event description:
It was reported that the patient presented for a follow up. Checking the sensing vectors showed identical signals in the primary and secondary sensing vectors with no sensing in the alternate sensing vector. An x-ray showed that the electrode had dislodged from its original position. The device was thus switched off and an electrode repositioning was planned. The patient had discharged themselves against medical advise, and to date the physician will be making arrangements to have the patient come back to the hospital for an electrode repositioning. Additional information provided noted that the patient was seen and a revision took place to extract this electrode. A new electrode was positioned with no issues. The explanted electrode will not be returned. No additional adverse patient effects were reported.